Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were implanted for weakness in their lower back and legs, and neuropathy in their toes. Patient stated they were told that the therapy could help with "aches and pains" patient stated they do not have pain in the areas of the spine, but pt does have weakness. Patient service specialist asked if patient is seeing a decrease in symptoms and patient stated that they are not sure at this point. Patient has tried to increase stim on their own but, is not feeling anything. Patient is on group a and increased the stim to 5.4 ma, but stated they are not feeling anything. Patient changed to group b @ 3.0ma and increased to 5.0 - pt stated still not feeling any stim. Pt stated they used to feel stimulation, but but is not sure how long it has been - pt stated they had their ins programming updated about 4 months ago. Patient services (pss) suggested that pt connect with the healthcare provider (hcp) to have the implant checked.